Event description:
On (B)(6) 2011, the patient's mother contacted animas reporting that her daughter's blood glucose levels (bg) have been elevated earlier the same day with readings of 263 mg/dl in the morning, 208 mg/dl at lunch, 398 mg/dl at dinner, and over 500 mg/dl in the evening. The insulin pump also was giving loss of prime warnings, which the reporter believes started the day before she contacted animas. The customer support representative (csr) reviewed the insulin pump with the reporter and confirmed that the insulin pump settings were correct. According to the bolus history, there were days when no bolus or only 1 bolus were delivered for several meals, including at (B)(6) 2011 breakfast. The patient's mother was unsure when the patient's infusion site was last changed. The csr walked the reporter through priming the insulin pump: the reporter successfully primed the pump until a few drops were seen at the end of the tubing. The csr discovered that the patient was not priming the infusion set tubing until drops were seen. The csr concluded that the loss of prime issue was resolved with training. The csr advised the patient's mom to have the patient's change out the infusion set/site every 2-3 days (more often for high bg's) and to prime tubing until 4-5 drops are seen. The patient has not received any other medical intervention other than self administering insulin shots. There was no indication that the product malfunctioned; there was indication that the insulin pump was not properly primed until drops were seen at the end of the infusion set tubing. The reported issue was resolved with training. There was also evidence that the patient was not bolusing after several meals. However, this complaint is still being reported since the patient's bg levels went over 500 mg/dl after the loss of prime issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.